Manufacturer narrative:
E1 address(B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had an e315 error alarm. The issue occurred during service/maintenance and there was no patient involvement.